Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an itchy irritation under the therapy electrodes. Patient advised the irritation was itchy and developed pimples. There was no alleged device malfunction contributing to the irritation. Patient reported using a salve (ecural fettcreme (ecural skin cream with oil) with 1% cortisone). Patient reported he thinks the irritation was not caused by the lifevest. Irritation improved. It is unclear is the salve was prescribed or recommended by a medical professional. Reporting out of the abundance of caution.